Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a female patient coincident with dianeal therapy. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with injection vancocin ip, injection fortum ip and injection amikacin ip. The event of peritonitis is resolving. The physician stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. No device malfunction or use error was identified.